Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was under-fill or low draw of the tubes. The event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tubes have "insufficient negative pressure for blood collection."

Manufacturer narrative:
H6: investigation summary : bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes there was under-fill or low draw of the tubes. The event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the tubes have "insufficient negative pressure for blood collection."